Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See below for list of mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up 01.

Event description:
Customer reported liquid leaking outside the system solution drawer of their alinity m system. Leakage has been found inside the instrument in the bottom of the system solution drawer and also outside the instrument. The leakage was outside the instrument footprint on the ground at the right side of the solution drawer. Customer explained it seemed to be crystalized, which might be then related to lysis solution leakage. Customer had already cleaned the area, when she called, wearing personal protective equipment (ppe). No incident on personal staff. Technical application specialist (tas) reviewed log files to troubleshoot source. Customer also explained that a few days ago it seems that they had an issue transferring a new bottle of lysis. Field service engineer visit determined untightened tubing may have been the cause of the leak; therefore all tubing was tightened. Additionally, the lysis cradle was checked and cleaned. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Manufacturer narrative:
Follow up report 1 should have contained reference to correction/removal report number 3005248192-03/21/25-001-c in section h9 and didn't. Follow up report being submitted to provide this information.